Event description:
It was reported by repair work order that the cot was stuck in the ambulance due to an inoperable power load. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.